Manufacturer narrative:
Device evaluated by MFR.: promus element,mr,ous 3.00x38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the proximal section of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 90% stenosed, 3mm x 32mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the severely tortuous and mildly calcified left circumflex artery. After a 6fr non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion, pre-dilation was performed using a 1.5 x 10 non-bsc balloon catheter resulting to 40% residual stenosis. A 3.00x38mm promus element drug-eluting stent was then advanced but was unable to track. Another non-bsc guide wire was used to get better support but the device failed to cross the lesion. The device was removed and the procedure was completed with another 3.00x38mm promus element drug-eluting stent with good timi 3 flow. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.